Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box revealed data that began on (B)(6) 2016. Due to continued use of the pump the black box data and pump history for the event was overwritten. The available total daily dose correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for diabetic ketoacidosis. The reported indicated that on the morning of (B)(6) 2014, the patient awoke with a blood glucose of 385 mg/dl with moderate ketones. The patient¿s pump was reportedly suspended and the patient was taken off of the pump. The reporter indicated that the patient¿s health care provider in the hospital made adjustments to the pump insulin to carbohydrate ratio and the target blood glucose level to help manage the blood glucose levels. The reporter indicated that it was unknown what the settings were prior to the pump setting adjustments. The reporter indicated that the patient had no changes to food intake but indicated that the patient was experiencing a growth spurt and the health care provider confirmed that the patient required changed settings to increase the insulin. The pump was reviewed with the reporter related to the event and found that there were no alarms related to the event, the prime history appeared accurate, the total daily dose history indicated that the pump was delivering as programmed. The cartridge filling technique was reviewed and found that the reporter was using cold insulin to fill the cartridge. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis which may have been contributed to by the use of cold insulin in the pump.